Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a tip fold over of the electrode. Device testing revealed results within normal limits. On (B)(6) 2026, the recipient underwent repositioning surgery.

Manufacturer narrative:
Additional information: sections b.3. Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. This is the report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.